Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was not confirmed. The device evaluation findings were as follows: the nozzle was clogged and foreign material cannot be removed even if the correct reprocess is performed due to the buckling of each channel or nozzle, the nozzle was dented, the angulation was reduced, the control knob had play, the insertion tube was pinched/deformed, the coating of the universal cord was peeled, the objective lens was cracked, the light guide lens was cracked, the scope connector was damaged, the universal cord was damaged, the suction channel was buckled and deformed, and the bending section cover rubber was damaged. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had a clog in channel 4, and there was no air/water flow through the auxiliary water channel. The issue was observed during reprocessing; therefore, no patient harm was associated with this event. The device was returned to olympus for a device evaluation and found the nozzle was clogged with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.